Event description:
Home patient (hp) reports connecting self to a new, unprimed pt extension line, after troubleshooting through an alarm situation during apd treatment. Baxter tech assisted hp in ending treatment and doing manual exchanges. No pt injury or medical intervention required as a result of incident per rn.